Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 1050856. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10

Event description:
It was reported that the bd pegasus y 20ga x 1.16in ss prn npvc automatically rebounded, causing the patient to ooze blood. The following information was provided by the initial reporter, translated from chinese to english: when the nurse in the hepatobiliary surgery infuses the patient, after the infusion is completed, the end of the positive pressure heparin cap of the closed needle stick-proof venous indwelling needle will automatically rebound, causing the patient to ooze blood.

Event description:
It was reported that the bd pegasus y 20ga x 1.16in ss prn npvc automatically rebounded, causing the patient to ooze blood. The following information was provided by the initial reporter, translated from chinese to english: when the nurse in the hepatobiliary surgery infuses the patient, after the infusion is completed, the end of the positive pressure heparin cap of the closed needle stick-proof venous indwelling needle will automatically rebound, causing the patient to ooze blood.

Manufacturer narrative:
Initial reporter phone #: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.